Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced loss of therapy. This started when she was in hospital for back/neck surgery on (B)(6) 2015. She saw a neurologist for her hand for carpel tunnel, they gave her a shock test and a needle shot. Patient stated prior to that the interstim helped her symptoms, now she was going through pads (24 in 3 days) and was afraid to stand up. It was indicated that she met with a company representative on (B)(6) 2016 and it helped then stopped helping. Patient did not have her patient programmer (pp), she said due to carpal tunnel she could not use her hand and her healthcare provider had her pp. It was also reported that she was on a bunch of medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.